Event description:
The facility reported an infusion pump with failure code 570:230. The event was reported to have occurred after patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: failure code 570:230 was confirmed in the event history as actually being failure code 570:320. Failure code 570:320 is caused by low battery voltage. Inspection of the device found the pump's batteries were depleted and potentially damaged and therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.